Event description:
Total "prostatektomie" with da vinci roboter - "the customer deploys the retrieval bag by default for a year. This is the fourth retrieval bag which is damaged. This is the first where a cer is written. All bags are damaged at the lateral end. In one of this retrieval bags, the bag must be pulled out in many parts. The retrieval bag placed over a covidien 5-12mm versaport. The bag cord is secured over a 5mm low profile trocar from covidien, until the end of the surgery. The umbilical incision is expanded along the port, then the trocar is pulled out and the cord is recovered. No hooks or other instruments were used." Pt status: o.k. At the moment.

Manufacturer narrative:
The incident device anticipated to return. A f/u report will be provided upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional info, which was not known or was available when the initial report was submitted, then the supplemental report will be submitted to the FDA.